Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer filled the cartridge with 250 units and after delivering 10.2 units, the insulin gauge displayed 105 units. The customer declined to troubleshoot the issue. There was no known impact to the customer's blood glucose.